Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd plastipak¿ syringe luer slip plunger was jammed during use. The following information was provided by the initial reporter, translated from spanish to english: "they use the 20ml and 60ml bd plastipak syringes in the hospira infusion pumps (hospira plum a +). They tell me that with our syringes the plunger is jammed. It does not go down. This causes the pump to jump (alarm sounds) or lock directly, preventing delivery of the medication. They report that with other brands that does not happen."